Event description:
Case was initially received via regulatory authority (food and drug administration, reference number: mw5078546) on 01-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("coil migration to uterus") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5078546) on 01-aug-2018. The most recent information was received on 08-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("coil migration to uterus") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.